Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high out of range shock impedance measurements. As previously reported, this lead was suspected to be fractured in 2008 and the rate/sense portion was capped and abandoned. The defibrillation portion of this lead was left in service and a new rate/sense lead from another manufacturer was implanted at that time. No inappropriate therapy was delivered, however therapy has been turned off until the patient is brought in for a revision procedure to address the lead. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right ventricular (rv) lead was likely explanted and replaced with a lead from another manufacturer. No additional adverse patient effects were reported.